Event description:
A hospital in (B)(6) reported to a distributor that three rt340 adult dual heated evaqua breathing circuits failed the ventilator leak test. This was observed before use on a patient.

Manufacturer narrative:
(B)(4). Lot number: manufacturing date: quantity affected: 130524, 05/24/2013, (B)(4); unknown, unknown, (B)(4). The complaint rt340 adult dual heated evaqua breathing circuits are en route to fisher & paykel healthcare in (B)(4) for investigation. We will provide a follow-up report once we have completed our investigation.